Manufacturer narrative:
(B)(4). After battery installation, the down button did not work. After further review, there was corrosion underneath the dome switch of the down button. Unable to perform displacement test due to the keypad anomaly. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: missing serial number label.

Event description:
Information received by medtronic indicated that the insulin pump was damaged and switched out. No harm requiring medical intervention was reported. The device will be returned for analysis.